Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was scheduled to have her ins removed and replaced with a newer model on (B)(6) 2019. The patient reported that the reason that the ins was being replaced because the ins wasn¿t holding a charged and it may have shifted because she was feeling stimulation in her stomach and arms instead. The patient confirmed that stimulation was in the wrong location. The patient reported that the ins was ¿checked¿ by a manufacturer¿s representative (rep) who said her ins would need to be replaced. No further complications were reported. Additional information was received from the rep. It was reported the rep met with the patient on (B)(6) 2019. Rep was asked to come in to reprogram the patient; he had not contact prior. Patient indicated a change in stimulation. Rep did not remember an allegation against battery not holding a charge or device movement. Rep interrogated the device and found impedances over 4000 ohms on majority of electrodes. Rep stated patient told them they had a fall or accident and that was why they had called patient services.